Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The device will not be returned for analysis as it was implanted; therefore, the event cause could not be determined. This report was inadvertently previously filed under the covidien ((B)(4)) registration number of manufacturing site (MDR# 2029214-2015-00591). As a result we are refiling the report with the correct reverse medical corp manufacturer report number.

Event description:
Medtronic (covidien) received information that during an upper gastroduaodenal artery (gda) bleed treatment, the physician reported that the mvp5 was labelled incorrectly. The physician asked for an mvp-5us from the shelf to place in an upper gi bleed in the gda. The packaging was checked before opening which clearly stated an mvp-5 us. Flush line was not used. Contrast from catheter was clear prior to mvp introduction into catheter. The device was then deployed by his in the gda. The gda vessel size was 3mm with normal blood flow. The mvp was completely open in the vessel. Upon detachment, the device migrated distally into the gda forcing the physician to place another mvp-5 us. The physician deployed another mvp-5 us device which stayed exactly where he deployed it and occluded the vessel immediately. The physician states that the first mvp deployed must have been an mvp-3us that was mistakenly placed in an mvp-5us package. The physician states that the first mvp device is shorter than the second device by looking at the case images. The physician states that since the first device migrated distally and the second device did not, it must have been an mvp-3us in an mvp-5us package. The patient is stable. The device was implanted and will not be returned. No patient injury was reported as a result of this procedure.